Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided e1: reporter name unknown / not provided g4: premarket identification k013227.

Event description:
The doctor reports that the dental implant located in an unknown dental position failed due to nerve damage. The doctor reports that the procedure was not concluded by placing another implant. Patient felt pain and inflammation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, the implant shows minor signs of use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. DHR review was completed for the subject lot number 1247409. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1247409 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: nerve damage¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error and/or patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.